Event description:
The patient mentioned that when she rebooted the pump and got to verify screen then screen kept lightening and darkening (only on first reboot), and she cannot move any of the buttons. She could not get past verify screen. She denies previous keypad issues with this pump. She rebooted pump, still could not get past verify screen. She rebooted pump a third time, and again could not advance past the verify screen. Pt states keypad is intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.